Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No- lens not returned. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -1.0/+3.0/086 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had a refractive surprise and was explanted on (B)(6) 2015. The lens was exchanged for another same model but different diopter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found that lens dimensions were within specifications. (B)(4). Conclusion: (user error caused or contributed to event) - refractive surprise due to surgeon's error when entering the data in ocos, lens exchanged for same model and different power. The problem was resolved. (B)(4).